Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that during a rotator cuff repair surgery the matrix tore easily. The surgeon tried to suture it but the matrix broke easily. The expiration date and themperature indicator was checked and everything was correct. Finally the matrix was placed but the surgeon was not able to suture it. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update swit (B)(6) 2021: the matrix was torn in two pieces. One of the piece is out of the patient. When the surgeon handled the matrix, it broke. First making the holes, then with the suture. Surgeon couldn´t use a new matrix because a second one was not available. The matrix fulfills its purpose, it holds everything in place, but without stitches. Update swit (B)(6) 2021: the dx matrix was used to augment the primary rotator cuff repair. First the graft was cut off and then the matrix punched before inserting it. Cutting the matrix off and punching (outside the patient), the matrix was broken easily. Inside of the patient with the stiches, without giving excessive tension the matrix was torn. The matrix was partially sutured.